Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user opened the magic3 go intermittent catheter package, but there was no catheter inside.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Visual evaluation noted received 1 magic 3 go catheter and piece of outer package label showcasing size (12 fr), pcn (53812g), and lot number (jufv0999). Catheter sleeve was missing catheter. Therefore, product does not meet specification. The potential root cause for the reported event could be lack/incorrect instructions for loading components to cavity. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the user opened the magic3 go intermittent catheter package, but there was no catheter inside.